Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged post implant. The lead was found to have low sensing with high thresholds and no capture. The lead was revised and repositioned, remaining in use. No patient complications have been reported as a result of this event.